Event description:
A patient was undergoing laparoscopic surgery. After the patient was prepped and draped, the surgical team began setting up equipment. The camera, light, and insufflation cords were connected to the storz tower. The sterile portion of the light cord, along with other cords, was placed on the drapes over the patient. The light source was set to manual mode and was not activated by the surgical team. The storz tower screen indicated the light was in "standby" mode. However, the attending surgeon observed that the light had automatically turned on, resulting in two small burn holes in the drape. The camera and light cord were immediately removed from the field. The patient's skin was assessed and found to be unharmed. The patient was re-prepped and re-draped, and new camera and light cords were opened and used for the remainder of the procedure.